Event description:
It was further reported the patient¿s device has been off for the previous 6 months due to pain ¿ more pain that it was helping. It was reported that prior to shutting their device off the patient tried turning the stimulation down and changing programs but nothing helped. It was further noted the patient had been reprogrammed several times but nothing helped. It was reported the patient went to their health care provider (hcp) office because they are having more problems and their hcp suggested another reprogramming. It was reported the patient feels the stimulation was affecting ¿other areas¿ causing it to hurt. It was noted the patient has an appointment on (B)(6) 2014. (B)(4).

Event description:
Additional information received reported that the patient¿s pain is now moving their other foot and going outside of their foot. It was noted that this is a relatively new pain and has been going on for weeks. It was noted that walking on their feet causes more severe pain. It was reported that the implant covered the area (both feet) when it worked. It was noted that every setting the patient has access to cannot give them the relief over irritation for the last few months. It was further reported an over-discharge was suspected due to the patient not using their device in ¿a long time.¿ it was noted the patient was unable to connect to the implantable neurostimulator (ins) four days prior to report and needed ¿kick-start.¿

Event description:
Additional information received reported that the patient's antenna wasn't working and she was given another one. No further information was reported. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3988, lot# n26499, implanted: (B)(6) 2005. Product type: lead: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3487a, lot# l42145, implanted: (B)(6) 1997, explanted: (B)(6) 1999. Product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient was "having some trouble" with her device and that it "was causing more pain than it was helping." It was noted that this had been going for the a few months prior to the report. It was noted that the patient had an ultrasound performed, which she was "told was contraindicated at about the same time as the pain started." The reporter stated that the patient "didn't think there was a problem" but would like to have her device checked and possibly reprogrammed. Ten days later, it was reported that the stimulation was causing pain in the patient's foot. It was noted that this started 1.5 to 2 months prior to the report. It was noted that the stimulation was turned off. It was further noted that the patient had been trying to schedule a reprogramming session for the past month, and wanted to be reprogrammed as soon as possible. It was further reported that this had been "taken care of." It was unclear what was taken care of. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).